Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, leading to a leakage of the biopsy channel and water invasion of the device. Due to the water invasion, an abnormality of electronic parts occurred which led to the occurrence of the suggested event. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
An olympus process engineer reported on behalf of a customer, the evis lucera elite colonovideoscope experienced leakage at the distal end. The event occurred during maintenance. There was no medical intervention required or reported patient harm. During incoming inspection, an e315 (unsupported scope) error was displayed due to fluid ingress within the plug body. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The automated air leak test failed. In addition to evaluation in b5, the light cover glasses were chipped. The light cover glasses adhesive was worn. The optical cover glasses adhesive was worn. The distal end adhesive was worn. The aspiration housing colored ring was worn. The air/water housing colored ring was worn. The scope connector had water invasion. Biopsy channel condition and brush passage was leaking. Due to wear of angle wire, bending angle in up/down and right/left directions did not meet the standard value. The play of the up/down and right/left angulation knobs were out of specification. The air channel had a blockage. Water flow did not meet specification. The water removal did not meet specifications. The water channel had a blockage. The electrical safety test failed to meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.